Event description:
The customer called and reported receiving no delivery alarms. Her blood glucose was over 400 mg/dl. During troubleshooting, insulin was successfully pushed through with a plunger, after reservoir and infusion set were disconnected and reconnected. During a manual prime, insulin exited and it was advised the pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.